Event description:
A recent pt download revealed from a female pt revealed several "battery charger fault" flags. Further review of the pt record revealed that these occurred on the same battery. Support contacted the pt and replaced this battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack has been completed. The reported problem was confirmed. The cause of the battery not charging was due to a broken white wire on the cells. The white wire connects the cells to the board. The root cause of the broken wire was a mfg assembly error of too much solder on this lead. The wire was replaced. The battery pack was retested and restocked. The assembler who created this battery pack is no longer with lifecor. No adverse event resulted from the faulty battery pack. The pt rec'd a replacement battery pack.